Event description:
It was reported that the rotapro became stuck with the rotawire. A 1.75mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The stuck was not released and both devices were removed together as one unit from the patient's body. The procedure was completed with another of the same device. No patient complications reported.